Event description:
I underwent a cosmetic procedure to treat broken blood vessels on my nose/face. The dermatologist utilized the candela vbeam perfecta pulsed dye laser. The physician documented the following laser treatment, which was performed on (B)(6) 2023: pass 1: spot size 3 x 10 mm, fluency 14j/cm2, pulse duration 4 ms. Pass 2: spot size 10 mm, fluency 8.25j/cm2, pulse duration 6 ms: total pulse count 97. Immediately after this procedure I have suffered constant tinnitus, experience headaches, lightheadedness, dizziness, and insomnia. I subsequently reported this adverse event to the physician who performed the laser procedure. The physician's office provided me with the following serial number specific to the candela vbeam perfecta pulsed dye laser: (B)(6).